Manufacturer narrative:
Investigations determined that the measuring cell was partly blocked by contamination such as a clot. The contaminant was washed out prior to control measurements done after the event. The actions performed by the field service engineer can be considered as a maintenance action and did not have any correlation to the issue observed.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcg stat) on a cobas 6000 e 601 module (e601). The sample initially resulted as 212.0 miu/ml and this result was reported outside of the laboratory. The physician questioned the result and requested for a repeat of the sample. The sample was repeated on a different e601 analyzer, resulting as 2688 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg stat reagent lot number was 131960. The reagent expiration date was asked for, but not provided. The field service engineer determined that the extra wash station and sipper nozzles were showing wear. He replaced the nozzles and also the mixing rod paddle. The customer successfully ran calibration and controls; controls recovered near mean values.